Manufacturer narrative:
The suspect device is not expected to be returned for evaluation. A review of the complaint database and device history record cannot be performed since a lot number was not provided.

Event description:
The account alleges that during an evar procedure the tip of the catheter detached within the patient. The catheter tip was occluding vascular flow and was successfully retrieved via surgery with no additional consequences to the patient.